Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer stated, the whole top of the reservoir compartment was gone. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer stated that she noticed cracks on the insulin pump however the insulin pump is working fine. Customer stated that she will continue to use the insulin pump until the replacement comes. No further information provided.